Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose 390 mg/dl. Customer's blood glucose was 417 mg/dl at time of call. Troubleshooting was performed for high blood glucose and customer called back with high pressure test information and tubing clam had to be sent. Customer reported that insulin pump alarmed no delivery. Customer was advised that insulin pump was working as designed. Customer insisted that insulin was not coming out during bolus was delivering during basal. Troubleshooting was performed again and no issues were found. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switches. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.